Manufacturer narrative:
(B)(4): the battery compartment was found to be cracked. Visible corrosion was observed in the display screen. The pump was unable to be powered up during investigation. The pump was opened and corrosion was found throughout the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the keypad was found to be torn and peeling.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient exposed the pump to water and afterwards the pump powered off. The patient noted there was no water seen in the battery compartment, no cracks in the casing and the keypad was intact. Troubleshooting revealed there was no damage or corrosion in the battery compartment, and the patient had replaced the battery, to no avail. The issue was not resolved. There was no adverse event associated with this issue.